Event description:
Boston scientific received information that this pacemaker during a normal device change out for battery depletion was found to have a damaged header. The header appeared to be breaking away from the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the medical adhesive was bonded to the header and not to the device can resulting in the loose device header. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.